Event description:
In 2005, this patient received four gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. At the time of surgery, the physician also chose to debranch the aortic arch and ligate the left subclavian artery. A reintervention took place in 2007 to correct a type ii endoleak branching from the left subclavian artery and a possible proximal type I endoleak. An additional tag device was successfully placed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not attached list of additional devices implanted in this patient: tg2815/03844457, tg3410/03804409, tg3410/0392652, tg3425/05276896.